Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced cystocele, vault prolapse, stress and urge urinary incontinence, frequency with urination, urethrocele, leakage, urgency and urinary tract infection. It was also reported that the plaintiff experienced pain, recurrence, dyspareunia, vaginal scarring and contraction. It was reported that the plaintiff underwent a revision surgery. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was sepsis secondary to infarction. Related to manufacturer report #: 2183959-2014-38552, related to manufacturer report #: 2183959-2014-51553, related to manufacturer report #: 2183959-2015-58803.